Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up check the right ventricular (rv) lead safety switch was triggered. During a check of the rv lead values all measurements were within range although there was one episode noted where the pace impedance measurements and pacing thresholds were higher than expected. The patient rv lead was reprogrammed back to bipolar configuration. No adverse patient effects were reported. The system remains implanted. Despite effort it was not possible to obtain the lead model/serial number or manufacturer of this rv lead.